Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device was returned to olympus for inspection and the reportable malfunction glue of objective lens peeled off was confirmed during testing, therefore olympus confirmed that neither the specifications nor the features were met. Olympus presume that the defect was caused by stress of repeated use, external factors or handling. A definitive root cause cannot be determined. The instruction manual operation manual ¿ltf-s190-5/10, chapter 3 preparation and inspection, 3.3 inspection of the endoscope¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device

Manufacturer narrative:
The legal manufacturer's investigation is ongoing. This report will be supplemented, when new and relevant information becomes available.

Event description:
It was observed, that during the device evaluation. The flex video scope exhibited the objective lens adhesive had peeled off. There were no reports of patient involvement.